Manufacturer narrative:
Unit passed the displacement test and excessive no delivery test. Unit alarmed motor error during basic occlusion test and compromised force sensor system alarmed during prime/compromised force sensor system test at 4 lbs. Due to faulty force sensor resistor. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, stained endcap sticker, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system for the last couple of days. Insulin was squirting out of the reservoir and did not stop. Customer's blood glucose level was 12.3 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.